Manufacturer narrative:
(B)(4).the product sample has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for particulate matter was confirmed in the lab. The results of the sample evaluation revealed a small loose particle on the outside of the tubing. The cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse reported to baxter that a black spot was found on the supply line of a cassette. There was patient involvement; there was no patient injury or medical intervention.